Manufacturer narrative:
The device present during the time of the event was reprocessed in another system 1e processor before use. A steris service technician arrived at the user facility's location, completed several test cycles, and identified a small gap between the right side of the system 1e lid and seal that resulted in the reported event. A three-year complaint review found this to be an isolated event. The technician adjusted the unit's lid latch mechanism to close the gap, tested the unit and confirmed it was operational. The unit was returned to service on april 5, 2018; no further issues have been reported.

Event description:
The user facility reported their system 1e processor was leaking water onto the floor. No injury, procedure delay, or cancellation occurred.